Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2013 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-may-2017, UDI#: (B)(4) date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that the pt said their stimulator was just replaced on (B)(6) 2022. Pt said their prior ins totally wore out in 2.5 years and it was a puzzle to everyone why their battery dramatically failed it was not helping their bladder, they would get out of the car and their bladder would empty. When pt was asked the date their prior ins wore out so quickly, pt said it was around (B)(6) 2020, they kept increasing the strength themselves and they called the rep probably 8 months or a year ago. The rep suggested they changed to a different program and they don't remember, maybe the different program helped for a couple of weeks, but they were back to going to the bathroom every 15 minutes and then covid hit and they never went for a one year follow-up. Patient noted it was really, really dramatically failing them, finally pt went to the doctor 2 months ago, and the medtronic rep said they were out of battery. Pt said the rep "put it on some kind of battery saving device" (troubleshooting understood pt meant they did a program change) to try to extend it till until they had replacement surgery on (B)(6) 2022. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included that the pt said last may they fell off of a horse onto rocks which could have loosened the lead and they were in car accident in (B)(6) 2022 where their body was pushed into the driver side door. Pt said since then they have been dealing with a left arm fracture from the horseback riding accident which still has "non-union" and they have been going to physical therapy and using an exogen bone stimulator for the past year (343) days, 20 minutes a day. Pt asked if the exogen bone stimulator wore out their stimulator. Agent reviewed compatibility information for bone growth stimulator. Reviewed settings and usage impact ins longevity. Reviewed interstim therapy optimization information. Offered and sent email with quick guide, and interstim information. Redirected pt to their doctor.

Manufacturer narrative:
H3: analysis determined that the implantable neurostimulator (ins) was functional. The returned ins passed all testing in the laboratory and no anomalies were identified. Battery voltage was at 2747mv according to the decoded medtronic data report captured during device interrogation at check-in. No eos/eri was observed. Output and functional tests were acceptable. Analysis of the lead found that all conductors were broken (overstress damaged) 7.0cm from distal end. Circuits #1 #2 #3 were shorted at the suspected marker band crushed site 5.0cm from the distal end. Analysis identified that all conductors were broken in the body of the lead as a result of factors not related to product reliability. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the issue was caused by normal battery depletion and that the patient's amplitude was over 7.0. The system was replaced and the issue was resolved. When asked if the fall's effect on the implant was determined, they stated unknown, impedances were normal.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va090j4 implanted: (B)(6) 2013 explanted: (B)(6) 2022 product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.